Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted using a flexnav delivery system during a transcatheter aortic valve implantation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 5-6mm at the non-coronary cusp. Post procedure while in recovery, the patient developed chest pain. A new left bundle branch block (lbbb) was noted on electrocardiogram (ECG). The patient was observed overnight and found to be in intermittent junctional rhythm. A permanent pacemaker was implanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block and pacemaker implantation was reported. Possible contributing factors to arrhythmia after a implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that implant depth was 5-6 mm at the non-coronary cusp which was deeper than intended depth 0-5 mm may have contributed to the reported event. Based on this information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.